Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, pacing inhibition due to right ventricular (rv) lead noise oversensing was observed. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A partial lead with the distal portion measuring 46.7 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.